Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized for low blood glucose levels. It was reported that the lows were attributed to drinking alcohol before bed. The customer had passed out and the paramedics responded. The customer declined to troubleshoot.